Event description:
It was reported during in clinic follow up that the right ventricular lead exhibited high defibrillation impedance that were out of range. The historical measurements were all near the top of the alert range. The out of range measurements were believed to most likely physiologic, and the lead will continue to be monitored. The patient was stable and asymptomatic.